Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. No cycling menu during testing noted. Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated he was trying to clear the alarm, the buttons were sticking and it reset itself, then the menu came up to change the time and has been cycling through. The customer stated the device had been exposed to moisture due to him working under the rain for long periods over the past week. Blood glucose value at the time of the alarm is unknown; he checked it two hours later and had gone up to 600 mg/dl. He treated with a manual injection. Customer stated that the high blood glucose was probably caused by him being out in the heat and drinking a lot of (B)(6) and could not use the insulin pump due to the button error. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.